Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height enhanced auxiliary drawer 6 had failed to open. A field service engineer (fse) reseated the open/close sensor, cleaned it, and also replaced the inseparable for the latch. After completing the repair, all functions were tested and verified to be operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 on aux 3mbe failed with a "failed to stay closed" error message; however, the drawer was closed, and it did not open when recovery was attempted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.